Manufacturer narrative:
Concomitant products: etbf2820c166e and etlw1616c124e stent, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and unstable thresholds, a possible fracture, high and variable impedance measurements, and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.